Manufacturer narrative:
Complaint (B)(4). Received 30pc of 450235/g161233m (neither on original complaint). We have no further inventory of the materials/batches. We have no further complaints on the materials/batches. We forwarded the complaint and samples to our affiliated headquarters in (B)(4) from which we receive this product. According to their investigation and comments, a review of the production and testing documents indicates no deviations during the entire manufacturing process. No irregularities were detected during in process control. No abnormalities were detected during final goods inspection. The customer returned samples were visually checked before and after a simulated blood collection; no deviations were observed. The hub of the cannula was neither deformed nor broken. Functional check, including spin out testing, did not offer any indications of deviations. The complaint cannot be confirmed.

Event description:
Customer states that needle "slides off" or unscrews from the hub; needle snap and broke at the treads while it was in the patient's arm; and the safety shield doesn't snap. When they try to close it with their thumb, the spinning shield causes it to not line up and they feel like they are going to end up scraping their thumbs across the needle.